Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: mrn-25682543. A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The pcoip was returned to the manufacturer for evaluation. Testing found that the logs of the unit had occurrences of a software reboot occurring. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the camera monitor of the navigation system powered down without prompt from the user, displayed the pcoip icon then reconnected after a few seconds. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.